Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,'), autoimmune disorder ('autoimmune diagnosed') and infection ('infection leading to hospitalization') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), vaginal infection ("vaginal infection") with vaginal discharge, psychological trauma ("psych injury"), skin disorder ("skin condition"), nausea ("nausea,"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines,"), infection (seriousness criterion hospitalization), headache ("headaches,"), nervous system disorder ("neuro condition/problem"), dyspnoea ("shortness of breath") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal- scheduled). At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, rash, vaginal infection, psychological trauma, skin disorder, nausea, fatigue, alopecia, migraine, infection, headache, weight decreased, nervous system disorder, dyspnoea and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, infection, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, vaginal infection and weight decreased to be related to essure. The reporter commented: date of removal surgery or date scheduled: not reported she received treatment for psych injury: unknown. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, autoimmune diagnosed, psych injury, bladder/urinary problems: vaginal discharge, vaginal infection, fatigue, hair loss, migraines, headaches, nausea, weight loss, neurocondition/problem, infection leading to hospitalization, essure confirmation test: no , dizziness and shortness of breath were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.